Event description:
It was reported that the tps bi-directional footswitch would not operate in forward or oscillate mode during a procedure. The footswitch would only work in reverse. The surgeon was able to complete the case using the same device. There was a one hour delay in the case as a result of the event. There were no adverse outcomes reported as a result of the event. No further info has been provided.

Manufacturer narrative:
Corrosion damage was noted within the internal components of the device.